Manufacturer narrative:
Technical investigation of the log files indicates that a communication error has been detected during navigation when launching cooperative mode. This is a known design defect. The event description states that the pink robot arm plate detached during the surgery due to the failure of the glue and the pressure being exerted on the plate by the communication wire. This issue is known issue that was assessed in an issue evaluation. The root cause has been identified as a lack of instruction for the fixation of the plates. This plate detachment is not related to the communication error

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery a pink plate on the rosa robot arm popped off and approximately an hour later the robot showed a communication failure. It was reported that the communication failure happened after that one of the pink plates that popped off of the robot arm appeared to had blocked the movement of the robot arm during automatic movement.